Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and after removing the plastic housing at the proximal end, during the visual inspection, we found that the instrument has a dislodged flush tube guide causing the rattling noise inside plastic housing at the proximal end as reported by the costumer. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID ins-12262.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not work. Later an internal rattling noise was identified. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument would not close. The medium-large clip applier instrument was labeled and taken downstairs, and that is when the customer heard the rattling sound as if there was something broken internally. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The medium-large teleflex hem-o-lok clips were the size and type of clips used. The issue occurred on the first clip application. The issue was resolved with a backup clip applier. There are no photos and/or videos of this event available for isi review.